Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual sample was returned for evaluation. The used needle/suture piece was examined for visual defects. The point of the needle was cut and there were marks on the tip and the body needle. The sample condition suggests an improper handling of the needle. This defect cannot be attributed to the manufacturing process. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2013. While suturing, the skin broke the needle tip. Another like device was used. There was no adverse consequence to the patient.